Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump had no power. It was noted that a new battery was inserted into the pump, but the pump remained without power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was found to be unresponsive with no audio tones, vibrations, and a blank display. The battery cap was able to be fully secured to the pump. The battery compartment was intact; no damage was observed. The pump case was removed and no evidence of moisture contamination was found inside the pump. The pump¿s electrical current draws were found to be out of the required specifications. A component on the printed circuit was found to be defective. The defective component was replaced and the pump powered on appropriately.